Event description:
A hospital nurse reported that a cutting loop electrode broke during a trans urethral resection ofthe prostate (turp). The nurse is unsure if the piece fell into the bladder. If it did the doctor did not attempt to retrieve it since he presumed that it would pass without a problem. The procedure was completed with a second device and there was no adverse event related to the procedure.